Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the x-stage cover was removed, re-homing was performed and straightened the x-stage cover which resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during planned maintenance (pm),when the imaging system was powered on, the first bar on the pendant displayed"to calibrate motion hold m button". Representative confirmed with site that the system was not docking with the docking button on pendant and the site was using xyz button to dock the system. There was no patient present at the time of the issue.